Manufacturer narrative:
Investigation summary: one used primary set, model 2420-0007 lot 20125908, was received by the customer for investigation. Upon visual inspection, tubing and an ICU medical spiros connector was attached to the drip chamber spike. No defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen from the silicon tubing segment above the lower fitment. The customer's complaint of leakage in the tubing was verified. A device history record review for model 2420-0007 lot number 20125908 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the lower fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the air-in-line alarm went off during use with the as lvp 20d 2ss cv tubing, and leakage was found when checking the pump segment. The following information was provided by the initial reporter: "alaris pump was alarming with the massage on the screen say: air in the line. When rn took a look at the pump segment of the tubing noticed there was a tiny liquid- n/s leakage."